Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration/perforation') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 4. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), pelvic pain ("pain"), dysmenorrhoea ("dysmennorhea"), genital haemorrhage ("bleeding"), dyspareunia ("dyspareunia"), migraine ("migraine"), urinary tract disorder ("urinary problems") and nervous system disorder ("neuromuscular problem"). At the time of the report, the perforation, pelvic pain, dysmenorrhoea, genital haemorrhage, dyspareunia, migraine, urinary tract disorder and nervous system disorder outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, genital haemorrhage, migraine, nervous system disorder, pelvic pain, perforation and urinary tract disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration/perforation') in an adult female patient who had essure (batch no. 823468) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 4. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), pelvic pain ("pain"), dysmenorrhoea ("dysmenorrhea"), genital haemorrhage ("bleeding"), dyspareunia ("dyspareunia"), migraine ("migraine"), urinary tract disorder ("urinary problems") and nervous system disorder ("neuromuscular problem"). At the time of the report, the perforation, pelvic pain, dysmenorrhoea, genital haemorrhage, dyspareunia, migraine, urinary tract disorder and nervous system disorder outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, genital haemorrhage, migraine, nervous system disorder, pelvic pain, perforation and urinary tract disorder to be related to essure. The reporter commented: the essure coils were then placed under direct visualization without any difficulty. Most recent follow-up information incorporated above includes: on 18-dec-2020: medical records received. Lot number added. Reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of perforation ('migration/perforation'). In an adult female patient who had essure (batch no. 823468), inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included: multigravida and parity 4. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), pelvic pain ("pain"), dysmenorrhoea ("dysmennorhea"), genital haemorrhage ("bleeding"), dyspareunia ("dyspareunia"), migraine ("migraine"), urinary tract disorder ("urinary problems"). And nervous system disorder ("neuromuscular problem"). At the time of the report, the perforation, pelvic pain, dysmenorrhoea, genital haemorrhage, dyspareunia, migraine, urinary tract disorder and nervous system disorder outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, genital haemorrhage, migraine, nervous system disorder, pelvic pain, perforation and urinary tract disorder to be related to essure. The reporter commented: the essure coils were then placed under direct visualization without any difficulty. Lot number#: 823468, manufacturing date: 2011/01, expiration date: 2014/01. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jan-2021, quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted. Including a batch review. And a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration/ perforation') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 4. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), pelvic pain ("pain"), dysmenorrhoea ("dysmenorrhea"), genital haemorrhage ("bleeding"), dyspareunia ("dyspareunia"), migraine ("migraine"), urinary tract disorder ("urinary problems") and nervous system disorder ("neuromuscular problem"). At the time of the report, the pelvic pain, dysmenorrhoea, genital haemorrhage, dyspareunia, migraine, urinary tract disorder and nervous system disorder outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, genital haemorrhage, migraine, nervous system disorder, pelvic pain, perforation and urinary tract disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.